Manufacturer narrative:
Analysis of the ins serial number (B)(4) revealed device functionally okay insignificant anomalies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Patient reports the implantable battery would not stay on. She would turn the battery on and increase the stim until she could feel it, her symptoms would improve. Several days later her symptoms would return and she would check her battery using the remote control and it would be off. This happened multiple times. The representative reprogrammed patient's battery on (B)(6). When they checked her battery with the clinical programmer, none of the programs the representative originally loaded were there. Battery was in factory mode. The representative loaded first 4 programs and helped the patient increase stim until she could feel it. Patient has subsequent visits to physicians' office for help with her battery after this. The representative does not have all of these dates. The patient's battery was reprogrammed. Diagnostics were run to look at impedance and battery life. Patient was instructed after we turned on her stim not to "mess with" her remote in case she was shutting it off accidentally. Patient had to have additional surgery to replace faulty interstim battery. The patient's indicators were for bowel dysfunction/ sacral nerve stim / gastrointestinal/ pelvic floor/.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.